Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during the testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
The customer reported receiving a button error alarm on the insulin pump. The customer's blood glucose was 113 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.